Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient experienced a urinary tract infection (uti) while using the purewick device and would be getting tested for sepsis. The patient¿s daughter stated her mother had been hospitalized on (B)(6) 2021 and released on (B)(6) 2021. Upon her release, the doctor discovered the patient had a uti. The daughter further stated the purewick female external catheter had mold on it. She stated that she kept the purewick device stored inside the box at room temperature prior to use, she wore gloves while handling the device, and she properly cleaned the patient before placing the purewick catheter-. It was noted that the patient had been using purewick products more than 90 days. Per phone call with liberator on (B)(6) 2022, the patient¿s daughter stated her mother passed away due to sepsis and she believed it was from a contaminated purewick system she received. She mentioned that she works in healthcare and made sure it was properly cleaned at all times. A clinical follow up call was placed on (B)(6) 2022 with the patient¿s daughter. She stated she used aseptic technique when caring for her 89-year-old mother and ensured the wicks were changed every 8-12 hours. She reported that she noticed a small black speck on the wick in september, but she didn¿t think much of it at the time. Her mother was hospitalized on (B)(6) 2021 and was diagnosed with a uti. The hospital obtained blood cultures and stated she had developed sepsis. She was also treated for a blood clot in her femoral artery. She was discharged home from the hospital on 2021, and she continued using the purewick device at home. On (B)(6) 2021, the daughter removed the wick after use and noticed a mold-like substance, so she discontinued using the device. Prior to use, she did not notice anything visible on the wick when she opened the package. Later that day, her mother¿s systolic blood pressure dropped to the 70s and she was taken to the hospital and treated for sepsis. She died on (B)(6) 2021, and the cause of death listed on the death certificate was aspiration due to sepsis, uti, and left foot ulcer. A follow up email was received on (B)(6) 2022 from the patient's daughter. She stated her mother was physically handicapped due to spinal stenosis and knee osteoarthritis. She persistently required mobility assistance such as a walker when going outside the home. Her mentation also seemed to severely plummet rapidly from baseline prior to (B)(6) 2021 and continued onward. She became progressively bedridden. The daughter further stated that her mother did not have any other associated pre-existing conditions. As per additional information received, the caregiver stated that patient passed away due to infection/ sepsis. Two times ((B)(6) 2021 and (B)(6) 2022) the patient was rushed emergently to the hospital via ambulance, each catastrophic event associated with evidence of contaminated purewick catheters. The first visit extended 10 days of hospitalization that required; ivc filter placement due to extensive clotting spanning the femoral and intra-pelvic iliac vein associated with infection / sepsis. The surgical procedure was an invasive procedure patient had to undergo in order to prevent the clot from spreading into their lungs and causing a massive pulmonary embolism. On oct 16, 2021, it was noted that the purewick female external catheter used by the patient was contaminated. Exactly 6 days later (october 22, 2021), the patient experienced such aggressive and severe symptoms that an ambulance was called for transportation to the emergency room, where patient died approximately 2-3 hours later. The team attempted to provide life-saving measures via the use of vasopressors however it was thwarted via the preferred first method which was attempted (via the jugular vein) due to inaccessibility due to clot presence because of the placement of the ivc filter (on september 24, 2021) from the sepsis associated coagulative state patient incurred on september 22, 2021. After the first failed site access for vasopressors, the second site was eventually obtained and vasopressors were administered which helped to retrieve elevation in blood pressure temporarily however patient state worsened, and she required extensive accompanying resuscitative efforts (including CPR) which were futile, and patient ultimately expired. Rx: spinal stenosis and knee osteoarthritis. Per additional information received via email on 28-oct-2022, the patient¿s daughter reported the hospital visit on (B)(6) 2021 included blood and urine cultures that demonstrated infection due to klebsiella, e. Coli and lactobacillus, as present in the medical records. Additionally, blood work showed elevated neutrophils, lymphocytes and monocytes. The patient¿s daughter also stated that there was no cautionary warning about the potential dangers and hazards of the purewick female external catheter, and that hazard caused the patient's suffering and life.

Manufacturer narrative:
The reported event is inconclusive due to lack of information, as the patient anatomy is unknown. A portion of the used pure wick female external catheter was received for evaluation. Visual inspection upon receipt noticed foreign black residue on the catheter. Sample was sent for microbiology analysis of the black residue observed. Sample was cultured and microscopic evaluation was conducted. The microscopic evaluation consisted of doing a wet mount of a scraping from the sample. The microbiology analysis results are as follow: fungal anatomy was not visualized from the samples and fungal growth was not isolated from the sample. However two species of bacteria were identified: bacillus thruingiensis, typically an environmental opportunist, and shigella sonnei, typically released in feces of infected individuals. Based on the microbiology analysis, the black residue in the sample is not mold or any other fungi organism, instead the black residue is likely due to fecal contamination in the sample. Refer to microbiology report attached to this investigation for more details. The presence of mold in the sample was not found during sample evaluation in the microbiology analysis. The definitive cause or source of the foreign matter is unknown; however, the potential source is fecal contamination which may occur from patient usage of the device. Labeling contains warning against use without fecal management system. It is unknown if the product met specifications. The product was being used for treatment purposes. It is unknown whether the product caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "maintenance: replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." "Precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter. Having frequent episodes of bowel incontinence without a fecal management system in place. Experiencing skin irritation or breakdown at the site." "Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." "Assess device placement and patient¿s skin at least every 2 hours. Replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood." Additionally, under recommendations, the IFU states ¿perform each step with clean technique. In the home setting, wash hands thoroughly before device placement.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the patient experienced a urinary tract infection (uti) while using the purewick device and would be getting tested for sepsis. The patient¿s daughter stated her mother had been hospitalized on (B)(6) 2021 and released on (B)(6) 2021. Upon her release, the doctor discovered the patient had a uti. The daughter further stated the purewick female external catheter had mold on it. She stated that she kept the purewick device stored inside the box at room temperature prior to use, she wore gloves while handling the device, and she properly cleaned the patient before placing the purewick catheter-. It was noted that the patient had been using purewick products more than 90 days. Per phone call with liberator on (B)(6) 2022, the patient¿s daughter stated her mother passed away due to sepsis and she believed it was from a contaminated purewick system she received. She mentioned that she works in healthcare and made sure it was properly cleaned at all times. A clinical follow up call was placed on (B)(6) 2022 with the patient¿s daughter. She stated she used aseptic technique when caring for her 89-year-old mother and ensured the wicks were changed every 8-12 hours. She reported that she noticed a small black speck on the wick in september, but she didn't think much of it at the time. Her mother was hospitalized on (B)(6) 2021 and was diagnosed with a uti. The hospital obtained blood cultures and stated she had developed sepsis. She was also treated for a blood clot in her femoral artery. She was discharged home from the hospital on (B)(6) 2021, and she continued using the purewick device at home. On (B)(6) 2021, the daughter removed the wick after use and noticed a mold-like substance, so she discontinued using the device. Prior to use, she did not notice anything visible on the wick when she opened the package. Later that day, her mother¿s systolic blood pressure dropped to the 70s and she was taken to the hospital and treated for sepsis. She died on (B)(6) 2021, and the cause of death listed on the death certificate was aspiration due to sepsis, uti, and left foot ulcer. A follow up email was received on (B)(6) 2022 from the patient's daughter. She stated her mother was physically handicapped due to spinal stenosis and knee osteoarthritis. She persistently required mobility assistance such as a walker when going outside the home. Her mentation also seemed to severely plummet rapidly from baseline prior to (B)(6) 2021 and continued onward. She became progressively bedridden. The daughter further stated that her mother did not have any other associated pre-existing conditions. As per additional information received, the caregiver stated that patient passed away due to infection/ sepsis. Two times ((B)(6) 2021 and (B)(6) 2022) the patient was rushed emergently to the hospital via ambulance, each catastrophic event associated with evidence of contaminated purewick catheters. The first visit extended 10 days of hospitalization that required; ivc filter placement due to extensive clotting spanning the femoral and intra-pelvic iliac vein associated with infection/sepsis. The surgical procedure was an invasive procedure patient had to undergo in order to prevent the clot from spreading into their lungs and causing a massive pulmonary embolism. On (B)(6) 2021, it was noted that the purewick female external catheter used by the patient was contaminated. Exactly 6 days later ((B)(6) 2021), the patient experienced such aggressive and severe symptoms that an ambulance was called for transportation to the emergency room, where patient died approximately 2-3 hours later. The team attempted to provide life-saving measures via the use of vasopressors however it was thwarted via the preferred first method which was attempted (via the jugular vein) due to inaccessibility due to clot presence because of the placement of the ivc filter (on (B)(6) 2021) from the sepsis associated coagulative state patient incurred on (B)(6) 2021. After the first failed site access for vasopressors, the second site was eventually obtained and vasopressors were administered which helped to retrieve elevation in blood pressure temporarily however patient state worsened, and she required extensive accompanying resuscitative efforts (including CPR) which were futile, and patient ultimately expired. Rx: spinal stenosis and knee osteoarthritis. Per additional information received via email on 28-oct-2022, the patient¿s daughter reported the hospital visit on (B)(6) 2021 included blood and urine cultures that demonstrated infection due to klebsiella, e. Coli and lactobacillus, as present in the medical records. Additionally, blood work showed elevated neutrophils, lymphocytes and monocytes. The patient¿s daughter also stated that there was no cautionary warning about the potential dangers and hazards of the purewick female external catheter, and that hazard caused the patient's suffering and life. Per additional information received via email 21dec2022, it was reported that the patient has experienced loss of consciousness, urinary tract infection, deep venous thrombosis.